Event description:
A patient service representative (psr) contacted zoll customer support to report that she was unable to baseline a (B)(6) female patient at the fitting. The patient was issued a fully functional electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) was confirmed. As received, the front-back channel was distorted. The cause of the inability to baseline is the channel distortion. The cause of the channel distortion is noise on the channel. The cause of the noise is poor solder at pins 4 and 5 on the j2 component inside ECG d. The root cause of the poor solder cannot be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.